Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the merlin programmer overestimated the battery longevity. Longevity calculation was performed and upon review it was noted that the longevity estimate should be accurate from (B)(6) 2017. The patient did not experience any adverse effects from this issue and will be followed based on the longevity estimate from (B)(6) 2017.